Event description:
A malfunction was reported with the code malf 12, but there was no notable event leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer by providing pump reset information, successfully resolving the issue, and allowing continued use of the pump. The customer was advised to call back if the issue recurred and confirmed understanding of these instructions.